Event description:
It was reported that the patient was not able to hear since 3 weeks. A trauma is unknown. Re-implantation is being considered.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a f/u report.